Event description:
It was reported that this cardiac resynchronization therapy defibrillator (crt-d) delivered inappropriate anti-tachycardia pacing (atp) and inappropriate shocks for atrial fibrillation with a rapid ventricular response. Technical services (ts) was consulted and recommended to turn off atrial discriminators due to the ventricle rate being greater than the atrial rate and no right atrial lead is present per physicians discretion. Ts recommended adjusting the rate control for device optimization, and to prevent inappropriate therapy from being delivered. Therapy was found to be exhausted in multiple events, and therapy did not convert the atrial arrythmia of this event. No additional adverse patient effects were reported. This crt-d remains in service.

Manufacturer narrative:
This product investigation is still in progress. This report will be updated when product investigation is complete. If pertinent information is provided in the future, a supplemental report will be submitted.